Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken. Update to block g2: china. Block h10: the returned percuflex plus ureteral stent was analyzed, and a visual, media and microscopic evaluation noted that the shaft was detached. Additionally, the suture and positioner were not returned. No other problems with the device were noted. The reported event was confirmed. Taking all available information into consideration, most likely, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. It is possible to conclude that this problem could be caused by operational factors, the retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the shaft and is removed using excess force, the stent can get detached during the preparation, affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was opened for use during a ureteral catheterization procedure in the ureter performed on (B)(6) 2024. During preparation, when the device was unpacked, the pigtail was found fractured. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the distal end of the stent shaft was broken.

Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of stent shaft broken.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was opened for use during a ureteral catheterization procedure in the ureter performed on (B)(6) 2024. During preparation, when the device was unpacked, the pigtail was found fractured. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the distal end of the stent shaft was broken.